Event description:
The customer stated the architect analyzer will not go into running mode because of error code 5900 [step loss detected on r1 sample pipettor syringe motor]. The customer noticed a strong smell of burnt plastic near the r1 syringe. Field service found the cable connector to the r1 syringe motor was corroded and burnt. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of service history, and a review of labeling. The customer noticed a burnt plastic smell coming from the r1 syringe area of the architect i2000sr, serial no. (B)(4), and error code 5900, step loss detected on r1 sample pipettor syringe motor was generated. Abbott field service representative (fsr) found the cable connector to the r1 syringe motor was burnt, and there was evidence of old corrosion visible. The fsr replaced the syringe. The returned syringe was visually examined, and the linear motor cable that connects to the syringe board appeared to be burnt and corroded. A review of labeling found the architect system operations manual and the isystem service and support manual contain adequate information for the described issue. The safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A data review from the past 12 months, and a complaint review did not identify any trend for burned syringes. A service history review found no service history issues with i2000sr sn (B)(4). The investigation did not identify a malfunction caused this issue. A used syringe was damaged by previous leakage. No systemic deficiency or adverse trend of a syringe issue was identified during this investigation, and no further investigation of this complaint issue is required.